Event description:
The customer contacted beckman coulter inc. (Bec) to report erroneous bunm results generated by the unicel dxc 800 pro synchron chemistry analyzer. No erroneous results were reported out of the laboratory. The erroneous samples were repeated on another instrument; however, the customer was unable to provide data. Patient treatment was not impacted by this event.

Manufacturer narrative:
Sample information as not provided. The customer reported to customer technical support (cts) that they observed the bunm electrode had the wrong quad ring attached (described as thinner and smaller by customer) and it was leaking. The customer replaced the electrode with one that had the correct quad ring. Cts sent the customer a replacement electrode. The customer did not generated service request.